Event description:
The event is reported as: customer states the tips used to be soft and rounded in the past but now the tips are harder and sharper. No pt injuries reported.

Manufacturer narrative:
The defective product has been received but investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.